Event description:
It was reported that a patient underwent a paroxysmal supraventricular tachycardia procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath - small and when an electrode catheter (his catheter) was inserted into the vizigo the electrode catheter was removed to replace the catheter. Reverse bleeding was confirmed during aspiration with a syringe from the side port, but the syringe could not be pulled. When the syringe was pulled strongly, blood clot was aspirated. A few drops of blood return was noted. No air entered the patient. No damages or dislodgments were noted on the hemostatic valve, brim cap, or hub. The issues were noted approximately 1 hour after inserting the sheath. 5000 units of heparin were administered and eps was performed. Act (activated clotting time) was not measured, so the actual measured value is unknown. It was also confirmed that reverse bleeding was confirmed without any problems, so the mapping catheter was inserted and the procedure was continued. No patient consequences were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 17-feb-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a paroxysmal supraventricular tachycardia procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath - small and when an electrode catheter (his catheter) was inserted into the vizigo the electrode catheter was removed to replace the catheter. Reverse bleeding was confirmed during aspiration with a syringe from the side port, but the syringe could not be pulled. When the syringe was pulled strongly, blood clot was aspirated. A few drops of blood return was noted. No air entered the patient. No damages or dislodgments were noted on the hemostatic valve, brim cap, or hub. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection, back pressure test and irrigation test of the returned device were performed in accordance with j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device, however, according to the pictures provided by the customer, a clot was observed after the usage of the device. A back pressure test was performed, and no issues were observed. An irrigation test was performed, and the device was flushing correctly. No issues were observed during the product investigation. A device history review was performed for the finished device number lot 60000458 and no internal action related to the complaint was found during the review. There was no hemostatic valve leak detected. The complaint was not duplicated, and it could not be confirmed; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The clot issue reported by the customer was confirmed due to the photos provided by the customer. The potential cause of the clot could be related to the procedure, however, this could not be conclusively determined. The instruction for use of the device contains the following recommendations: use best practices for irrigation to minimize the potential for thrombus formation; before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli; once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).